Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. The insulin pump was reported to have a delivery anomaly. Customer's blood glucose level was reported at 289 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A motor error alarm was found during occlusion and the pump was unable to prime during testing. Occlusion and excessive no delivery test were unable to be performed due to motor error alarm and fill anomaly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on lcd window and a cracked reservoir tube.